Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, intensive care unit (ICU) nurse stated the patient was not feeling well (specific symptoms not provided), and arrived in the emergency department with a bg of 38.9 mmol/l even though her cgm displayed 9.0 mmol/l. The patient was admitted to the hospital ICU and was treated with subcutaneous injections of insulin, enoxaparin and other unspecified medications. It was reported the patient¿s tandem pump was not infusing insulin at the time of the event. At the time of the report, the patient¿s pump had been removed and the patient¿s bg was 15.0 mmol/l. The patient was released from the hospital on (B)(6) 2022 and at the time of follow up was in good condition, and awaiting a new insulin pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state - (B)(6). Diabetes mellitus is a known cause of hyperglycemia.